Event description:
During a cryoablation procedure a polarxfit catheter was selected for use. After cooling the right superior pulmonary vein (rspv), the right inferior pulmonary vein (ripv) was cooled. At that time, a decrease in compound motor action potential (cmap) was observed and cooling was stopped immediately. The cmap did not return during the operation. The procedure was completed. The device is not expected to return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.